Manufacturer narrative:
Unit received cracked/bleeding lcd glass and was unable to perform displacement test due to bleeding lcd glass. Unit received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker, cracked reservoir tube window and cracked case at reservoir tube window corner.

Event description:
Customer reported via phone call to have physical damage of insulin pump. Customer reported that insulin pump was bumped with oven causing damage to display screen and pump. Customer reported that only half of the display could be read and the other side was blank. Customer's blood glucose was 250 mg/dl. Customer was advised that insulin pump would need to be replaced.